Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was having many premature atrial contractions and the implantable cardiac monitor (icm) device was detecting them as atrial fibrillation episodes. The device remains in use. No patient complications have been reported as a result of this event.